Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and had early battery depletion. The device was explanted and replaced. It was also reported that the right atrial (ra) lead had chronic high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.